Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 7 unit bolus. Reportedly, the customer had accidentally entered 7 units of insulin to be delivered instead of 7 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to range from 45-53 mg/dl. Customer consumed carbohydrates to address bg. Customer acknowledged the issue was due to user error and pump was performing as intended.